Event description:
On (B)(6) 2011, pt reported having concerns with the up button on her infusion device. Pt stated, the rubber is peeling off of the button and the button is barely hanging on the infusion device. Pt reported, the button is about to fall off. Pt stated, she began to notice the issue a couple of weeks ago. Pt reported, she sees metal sticking out. Pt stated, the button no longer functions for her because, it is almost falling off. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.